Event description:
Clinical study. Same case as #6000093-2005-01420. It was reported that 45 days after a coronary artery drug eluting stenting procedure,the pt expired. The lesion being treated in the index procedure was a 2.5mm, 95% stenosed portion of the mid right coronary artery (mid rca). The dr treated the lesion with predilatation and successfully placing two taxus express2 8.8% drug eluting stents, 2.50x16mm and 2.50x12mm with an unk overlap. There were no reported complications. The pt was discharged 14 days later on plavix. Fourty five days after the initial procedure, the pt expired. There was no autopsy. In the opinion of the dr the cause of death was congestive heart failure, and the target vessel was not involved.

Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. The shop floor paperwork for this batch was reviewed. All manufacturing and quality assurance testing was carried out in accordance with standard procedures. The shop floor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.

Event description:
It was further reported that target lesion 1 was 25mm long. There was no residual stenosis following stent placement. During this admission,the pt was also dignosed with severe mitral valve regurgitation. She was transferrd to a rehabilitation facility 14 days after the procedure pending mitral valve surgery. Eighteen days later the pt was admitted with symptoms of fever, severe shortness of breath, and extreme fatigue. She had been transferred from a long term care facility and had not yet undergone mitral valve repair/replacement. Of note, she had recently finished antibiotic therapy for pneumonia and a urinary tract infectin, results of admission chest x-ray were consistent with bacterial pneumonia, cardiac biomarkers were negative for acute mi. Bnp on admission was elevated to 10,000. The pt was treated with IV antibiotics and continuous oxygen therapy. Plan was made to discharge the pt 4 days later and complete a 10-day course of antibiotics at the rehabilitation facility. On the day of discharge the pt developed chest pain and shortness of breath associated with decreased oxygen saturation levels. ECG showed ventricular bigeminal rhythm and ck-mb was elevated. The pt was transferred to the coronary care unit, ongoing pleural effusion was treated with thoracentesis (date unk) once her inr was reversed. The pt continued to require alternating treatment with lasix and IV fluids to maintain fluid balance. Code status was designated dnr/dni folowing discussion with the pt and her family regarding candidacy for mitral valve surgery. Nine days later the decision was made to continue comfort care measures only and a hospice referral was made. Per addendum to dischage summary, the pt expired the next day prior to transfer to a hospice ctr.